Event description:
After removal from package, it was noticed that the catheter tip was broken. It is likely that this occurred while the product was being removed from the package.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.